Manufacturer narrative:
((2) texium 60ml syringes; (1) monoject syringe; (1) terumo syringe ethnicity/race - (B)(6). The reported issue that an infusion of dinutuximab 8 mg with human albumin 20 % 0.5 grams in 50 ml syringe had completed an hour earlier than expected could not be confirmed. There was no found recorded infusion for the date and time provided. The log analysis found an infusion with similar reported parameters had been started on (B)(6) 2020 with the syringe module (sn (B)(4)), for an intended duration of approximately 23 hours, and was terminated early on (B)(6) 2020 at 0417 hour after only having infused approximately half of the intended vtbi. The cause for this infusion early termination could not be ascertained from the log. The syringe module (sn (B)(4)) was not returned for investigation. The inspection and testing performed on the returned suspect syringe modules (sn (B)(4) and sn (B)(4)) found no existing malfunctions and their functional accuracy to be within specifications. A root cause for the reported issue could not be confirmed or identified from the information received, and no more information is available. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 01apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an over infusion of chemotherapy on a pediatric patient. Dinutuximab 8mg with human albumin 20 % 0.5 grams in 50ml was infusing via syringe pump at an ordered rate of 2ml/hr. The medication was dispensed in a 60ml syringe. It was noted that the medication completed one hour early. There was no patient harm. Immediately following this over infusion, the facility conducted a trial of testing different syringes (bd, terumo and monoject) utilizing the same pcu and involved syringe pump. It was observed that that syringe pump did not accurately detect the volume in all three syringes tested. At that time, a second syringe pump was attached to the same pcu. This syringe pump also did not accurately detect the volume in all three syringes. It was noted during the trial, that the volume detected by the pump using the bd 60ml syringe was 1ml more than the volume in the syringe. Also, the volume detected by the pump using the terumo 60ml syringe was 2ml more than the amount in the syringe. Information regarding the monoject syringe was not provided.